Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin therapy.